Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's native valve was measured under the following: 80.8mm perimeter, 26.5mm left ventricular outflow tract (lvot), and a 502.6mm^2 area. The patient had severe annular calcification and bulky calcification towards the lvot at the non-coronary cusp (ncc). Pre-dilation was performed with a 23mm non-abbott balloon. During the first deployment attempt the valve almost did not expand. A second pre-dilation with a 25mm non-abbott balloon was performed. The valve had better expansion but was sub-optimal. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). A perivalvular leak was detected around the valve. Post-dilation was performed with a 25mm non-abbott balloon. Severe perivalvular leak persisted under angiogram. A 26mm non-abbott valve was implanted valve-in-valve. The perivalvular reduced to mild. The user believed the valve expanded non-uniformly due to the severely calcified annulus and bulky calcification towards the lvot. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and perivalvular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion and perivalvular leak appear to be related to challenging patient anatomy (severely calcified annulus and bulky calcification towards the lvot). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.